Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had lost 56 lbs and had an unrelated surgery and since then they had noticed changes in both of the implanted components. They reported a bulge in their lower back where the lead is and had noticed that the ins had moved and that it was annoying but not painful. The patient notified their hcp about the change at the lead site and forwarded a picture, and was told that the hcp doesn't see any problems with it. It was reported that ever since the weight loss they are being zapped whenever they go into a store. They alleged that the security gates/theft detectors could be related to the issue. Now they turn stimulation off beforehand, however it is inconvenient to have to turn stim off when doing a lot of shopping. The patient is scheduled to follow up with their hcp. No further device issue alleged / identified. No further patient symptoms or complications were reported.